Event description:
It was reported that the lead wire in the patient¿s face from the left side (occipital nerve stimulator) moved in (B)(6) or (B)(6) 2014. The patient¿s wires were moved surgically to correct the issue on (B)(6) 2014. The patient reported that there was a deep dimple in her face from the lead wire. Refer to manufacturer report number 3004209178-2014-21790.

Manufacturer narrative:
Concomitant medical products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3587a25, lot# n231018, implanted: (B)(6) 2012, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).